Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the enteral feeding pump's bag leaked. On (B)(6) 2018 the customer stated that the leak usually occurs around where the tubing comes from the bag or around the seams of the rubber tubing. Issue was found prior to use, no patient involvement.